Event description:
It was reported that while the patient was connected to the external pulse generator (epg) the monitor displayed "artifacts." This was the second time the caller had seen this happen. Of note, there are additional pacing flags in the marker channel and they "are in the wrong spot for the qrs." The epg was swapped out for another and the issue remained. Once the pacing was changed to single chamber instead of double chamber, the issue "went away." Also, if the pacing marker channel is removed or the pump was unplugged, the issues "goes away." The caller will provide additional information, but has not of yet. The status of the epg is unknown. The patient was fine, "no issue."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).